Event description:
It was reported an attempt to deploy this biliary stent in the iliac artery resulted in inadvertent deployment in the aorta. Two to three days post stent placement a femoral bypass graft procedure was performed & the stent was removed without incident. The pt's condition is good. This device has not been returned for evaluation. Therefore no failure analysis is available. This device was used in a non-indicated procedure, iliac stent placement. Co's follow up revealed this pt had an extensively diseased aorta & was a surgical bypass candidate. Placement of a stent in the iliac was a prophylactic measure. It was also indicated a pre-placement angioplasty was not performed prior to stent placement. Co believes these factors may have contributed to this event. Co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasm...dilate the stricture as necessary with a balloon dilatation catheter using conventional technique."